Event description:
(B)(6) from pt stating that her pump is draining the batteries and she has to change them every 2-4 days for pump with (B)(4). Pt requested new pump be sent out because she is only using one pump at the moment and does not feel comfortable using the 2nd pump. Pt has one working pump and using that. We replaced the device. The reported product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. Reported to (B)(6) by: pt/caregiver. Dose or amount: 39 nkm, frequency: continuous, route: intravenous. Strength: 1.5 mg. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.